Manufacturer narrative:
Findings: unit received with currents in specification. Unit passed rewind test, basic occlusion test,occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and cracked lcd window.

Event description:
The customer's mother reported via phone call that the insulin pump had alarmed a motor error. Troubleshooting was performed. They were unsure whether or not the drive support cap was protruded, loose, or sticking out. They could not confirm troubleshooting results because the customer was at school. The customer's blood glucose level was unknown. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.